Event description:
Per the physician, the device was explanted due to an infection. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
Additional information:same case as MFR report #:2134265-2010-02765.same patient as MFR report #: 2134265-2010-02061, -02235, -02236, -02768.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)